Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an "anesthesia back tear". The operator of the device was a health professional and the event occurred at the hospital. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device sample was received without the original package. Per visual inspection, a hole was detected in the breathing bag. The complaint was confirmed. The cause was unknown, and the product fault has been escalated for further device analysis and root cause investigation. A device history record (DHR) review could not be performed as the lot number was unknown.